Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement was performed and this 23 mm sjm trifecta valve was implanted. On (B)(6) 2016, a tear in one cusp was suspected based on imaging and on (B)(6) 2016 the valve was explanted. A 23 mm sjm epic valve was used for replacement.

Manufacturer narrative:
(B)(4). The results of this investigation concluded cusps 2 and 3 contained a tear. There was circumferential fibrous pannus ingrowth on the inflow surface of all three cusps. Cusp 1 had focal outflow thrombus and focal acute inflammation within the cuspal tissue. Special stains were negative for organisms. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears, fibrin, pannus, thrombus, and inflammation were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.